Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected sections: d4. The device was returned to the factory for evaluation on 01/29/2026 . An investigation was conducted on 02/03/2026 a visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact cannula handle. There were no visual defects observed on the intact cannula or intact c-ring. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000516261 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that the insufflation port of the vasoview hemopro 2 device was not connecting properly with the co2 tubing and the co2 was not able to open the tunnel for the procedure. A new hemopro was needed to complete procedure. Minimal delay in procedure to open a new kit. No patient injury.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.